Event description:
On (B)(6) 2024, the patient was feeling tired and vomiting.

Manufacturer narrative:
(B)(4). B3: event date - correction. B5: describe event or problem - correction. H2: correction.

Event description:
It was reported that an unspecified error message occurred. On (B)(6) 2024, the patient was feeling tired and vomiting. The cgm reading on the pump was 400 mg/dl. She was admitted to the hospital and the bg reading was 800 mg/dl. The patient was hospitalized for 8 to 9 days and treated with long-acting insulin fast acting insulin. Additionally, the patient stated that the pump provided him insulin but the readings stayed high on the device and was not going down. The patient stated he thought the device was not providing the correct values. At the time of the report the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).